Manufacturer narrative:
The device was returned for analysis. Visual inspection showed is a clear and hard substance that has been poured into the handle connector covering several of the connector pins and present on the inside wall of the connector. The substance is also present on outer surface of the handle and on the luer and tubing. There was a deposit of what appeared to be the same substance on the tip under one of the mini electrodes. The device was submitted to the (B)(4) in september 2019 for analysis of the foreign substance in the handle, and on the luer and tip. The conclusion of the (B)(4) was the material was unidentifiable and conductivity tests were not possible. When removed, the clear material behaved as a glassy wax that looks to have been deposited as a viscous liquid. It was easy to cleave pieces from the thick regions and the atr arm compressed it into a hard lump on the crystal. The material yielded a spectrum that suggested a mixture of organic components. In the absence of any further information about what is reasonable to have contacted this device, this material was not presently identifiable. It is possible that glycerol is a component. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Continuity checks revealed no electrical opens or shorts as checked manually using a multi-meter and breakout box. All electrode/ thermocouple/magnetic sensor resistances measured in spec and were typical. The measurements were repeated in the right and left curve configuration and again, all measurements were within specifications and typical. Lcr test was performed and confirmed that the magnetic sensor was within specifications. The device's lumen was leak tested using an isaac pressure decay test system. The lumen pressure decay was measured three times, starting with 107 psi, with re-seating of the tb seal between each test. Pressure decay values were 2.3557psi, 2.3277 psi, and 2.3209 psi. X-rays showed foreign material on the flex and a large piece wedged in distal end of the handle. The handle was opened. The foreign material in the handle appears to be solder. The pieces of solder/metallic piece on the flex are affixed to the flex. The large solder ball lodged in the distal end of the handle was easily freed. The device was connected to a metriq pump and an occlusion error was immediately displayed. Multiple attempts to clear the occlusion were unsuccessful. The proximal and distal sections were separated. The proximal end lumen was capped, and leak tests were performed. At 15 psi the leakage was 0.0225 psi, 0.0205 psi, 0.0197 psi. These are acceptable levels. A luer was attached to the distal section and leak tests were performed. At 15 psi the leakage was 0.2363 psi, 0.2365 psi, 0.2351 psi. Butt bond section leak test results at 15 psi: 0.0284 psi, 0.0255 psi, 0.0244 psi. Distal end section leak test results at 15 psi: 0.2133 psi, 0.2111 psi, 0.2105 psi. (Higher leakage than expected) the sheath of the distal end was removed and immersed in water; two bubbles were produced at the proximal end of the tip electrode. There was evidence of fluid ingress on the components located beneath the rings.

Event description:
Reportable based on device analysis completed on 20dec2019. It was reported that the catheter had no signal. During an pulmonary vein isolation (pvi) ablation procedure, the catheter was not recognized by the maestro generator. The catheter was localized and visible on the rhythmia screen. The electrograms (egms) were visible. The catheter was replaced with an intellanav oi (not mifi) and the procedure was successfully completed. No patient complications occurred. However, device analysis revealed fluid ingress in the distal shaft section, originating from the lumen joint at the proximal end of the tip electrode. There was also an unidentifiable clear hard substance in the handle connector and on the handle.